Manufacturer narrative:
Laboratory analysis determined that this device experienced normal battery depletion, but declared elective replacement indicators earlier than previously estimated. Declaration of this indicator occurs after the device completes an internal calculation of battery consumption. Factors influencing this calculation include pacing rate, amplitude, pulse-width, lead impedance, and the last thirty days average pacing percentage. Any changes in those factors will impact the battery consumption calculation. The estimated longevity remaining and battery status gauge displayed by the programmer are based on battery current consumption calculations at the time of interrogation, and calculations performed internal to the device are suspended during the session. When ambulatory (away from the programmer), the device periodically assesses operating current and may revise the elective replacement time declaration point to ensure a minimum of 3 months battery life between elective replacement time (ert) and end of life. This device assessment of operating current, battery charge state, and revision of the ert declaration point may cause differences and fluctuations relative to previous programmer battery status indicators. Detailed mechanical and electrical testing was performed. The device functioned normally throughout testing. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately, relative to the actual battery condition. However, service life fell slightly short of longevity expectations as depicted in the instructions for use that were originally approved and distributed with this device. Longevity estimation tools have since been refined to better reflect actual device performance and current clinical practices.

Event description:
Boston scientific crm received information that during a follow up visit, this device displayed end of life battery status with less than one year remaining. Six months earlier, the battery status was good; with one year estimated longevity remaining. There was concern that the battery had depleted more rapidly than expected. The patient with this device is one hundred percent right ventricular paced. A non-boston scientific crm right ventricular lead displayed increased threshold measurements. A decision was made to replace the device, the device was removed, replaced and will be returned for analysis. No adverse patient effects were reported.